Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-20 the device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that distal end of the pipeline flex device not opened. The patient underwent embolization treatment of a giant ruptured saccular aneurysm located in left internal carotid artery para ophthalmic segment. It was reported that first physician has coiled the aneurysm. After passed the aneurysm and delivered the first pipeline flex shield and implanted successfully. During control angiograms noticed that there was still some flow into the aneurysm and decided to implant a second pipeline device. The physician passes again aneurysm by microcatheter and delivered the second reported pipeline flex shield. The physician opened and re-sheathed the distal part 2-3 times, but the distal part never opened. Finally, he decided to open little bit more and wait for some minutes but again instead of mid part opened the most distal part never opened. After all, the physician decided to remove this device. The physician tried with a new microcatheter and another size of pipeline and implanted it normally without any difficulty. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, pipeline flex with shield found stuck within the microcatheter and could not be pushed forward or removed from the microcatheter. During evaluation, the microcatheter was then cut to remove the pipeline flex with shield. The distal and proximal ends of the pipeline flex shield were found fully opened with severely frayed. Additionally, the pushwire appeared bent at the proximal end. No other anomalies were observed. We were unable to determine the cause of ¿failure to open at the distal end¿ during the procedure as the distal end of the returned pipeline flex with shield was found fully opened with severely frayed. It is possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issue. The damage to the braid on the ends of the pipeline is possibly the results of the physician re-sheathing the device more than recommended two times. Per pipeline¿ flex embolization device with shield technology¿ instructions for use (IFU): "begin to deliver the device using a comb ination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." If information is provided in the future, a supplemental report will be issued.